Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient had one leg treated with venaseal on (B)(6) 2025. Eleven days later, on (B)(6) 2025, patient developed a full body allergic reaction, symptoms include generalised hives, itching, blurred vision, and shortness of breath. The patient was then sent to the eron (B)(6) 2025 and received steroids via IV. There was no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive during the procedure. Although, due to a vein spasm the physician had to access twice. 45cm was treated with 2cc of adhesive. Vessel width was 5.3mm. Accessed at calf. The catheter tip was 5cm caudal to sfj. The gsv was compressed. The blue introducer was used. Issue has since resolved.